Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Customer required to adjust cable position in the pump usb port in order to charge the pump. Customer's blood glucose value was 243 mg/dl. Replacement cable was sent to customer.